Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The device failed the user test and will not recognize the defib cable. There was no pt involvement.